Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The reporter stated approximately one week ago, it was observed the display had become dim and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: dim pink display screen was duplicated. Open pump to take away a bad display screen to complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.